Manufacturer narrative:
A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A photo(s) was received for visual examination. The medtronic reviewed the two picture files attached to the cts report. A complete investigation was performed. The first picture file displayed a lidding strip identified with item number 1183500777, lot number 523337x. The printing on the lidding strip was complete and legible. The second picture file displayed a syringe with an attached connector to approximately the 17 ml graduation. A clear liquid was present in the syringe to approximately the 10 ml graduation. Visible at the shoulder of the barrel was a gray mass extending from the luer to edge of the barrel. Two smaller gray masses are also present. The visual inspection of the region of the rubber tip identified material between and across the seal rings of the rubber tip. Without examination of the actual syringe, additional analysis is not possible. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. Potential contributing factors to unidentified matter contamination include, but are not limited to: improper cleaning of the syringe assembly machine, improper cleaning of the rubber tip tumbling machine, and damage to the molded barrel inner diameter. The 35 ml syringe assembly machine is equipped with a barrel inner diameter cleaning station prior to insertion of the rubber tip and plunger rod to ensure contaminates are not present in the barrel inner diameter during assembly. The following control mechanisms are in place to prevent the occurrence and acceptance of contaminates in product by the assembly and packaging equipment. Medtronic maintains material verification processes. The resin and rubber tips must pass an inspection and certification review before they are released to manufacturing for production. Procedures and work instructions exist for the proper handling and verification of components and the operation of the syringe assembly and packaging machines. Gowning and personal protective equipment requirements are defined for the manufacturing areas. Personnel are trained and certified in the operation, cleaning and maintenance of the molding, assembly and packaging equipment, product evaluation and documentation requirements. The manufacture of the molded components is conducted within a validated process. The critical dimensions of the molded components are gauged to ensure molded components meet dimensional specifications. Periodic inspection, including count verification, is conducted throughout the molding process. Preventive maintenance requirements are defined for the molding tools to ensure process capability is maintained. During production, the processing equipment is checked regularly to verify that the detection systems are functioning properly. Periodic requirements for equipment cleaning and maintenance are defined and documented. During manufacturing, associates visually inspect syringe assemblies to the quality inspection standard. A lot cannot be released unless it passes specification requirements. Based on the existing controls and the complaint history review, additional correction or containment activities are not warranted at this time based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.

Manufacturer narrative:
Submit date: 10/29/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a syringe. The customer states that the syringe appears to have a lot of black particles inside the tube area and contaminated the drug. This was discovered after filling the syringe. Discovered before being used on a patient. The customer states that the black contaminant came off of the black rubber portion of the plunger.